Manufacturer narrative:
Batch review performed on 12 july 2019: lot 131996: (B)(4) items manufactured and released on 1-jun-2013. Expiration date: 2018-05. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 24-july-2019: knee revision surgery performed 6 years after cemented total knee arthroplasty. Patient health status and comorbidities are not known. Tibial component subsidence is visible in the radiographic images provided. This event may be due to insufficient cortical coverage, that cannot be confirmed as no immediate postoperative images are available, but also alteration in the bone density may have contributed. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 5 years and 10 months from the primary due to pain caused by an aseptic loosening of the tibial tray and subsidence. The surgeon revised the tibial tray, poly and femoral component and the surgery was completed successfully.